Event description:
Patient (B)(6) received implant (rflt rapid ra4313c reflect rapid fixture ø 4.3mm x 13 l) on (B)(6) 2021, experienced failure to integrate and had the implant removed on (B)(6) 2022, x-rays were provided. Implant replacement was sent to dr. (B)(6) burns on (B)(6) 2022.